Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging difficulty using the onetouch vita2 meter due to no backlight feature. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. The patient manages her diabetes with novomix 30 insulin (18 units in the morning/ 12 units in the afternoon and evening). Due to the alleged issue, the patient reportedly discontinued testing and skipped/ stopped taking her usual dose of medications. On (B)(6) 2013, the patient claimed she ¿passed out¿ and her health care professional was contacted. Treatment was not specified. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 (07/03/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 06/26/2013 with the following findings: the meter has passed testing with no faults found. The complaint was not confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.